Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a huge difference of longevity estimate in just one month. Boston scientific technical services (ts) discussed bin hopping and device function. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicated that the pacemaker was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.